Manufacturer narrative:
Final analysis of the (neurostimulator) (B)(4) revealed neurostimulator functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v708219, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The health care professional via the manufacturers representative reported that the device did not work for the patient. It was unknown what led to the event, what diagnostics/ troubleshooting was performed or what actions were taken to resolve the issue. The device was explanted and the issue was resolved at the time of the report. The bladder stimulator was malfunctioning/ not working hence, it was returned. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient wanted out. They experienced severe pain when on and it was not effective when turned down. It was noted that the manufacturer came in for the trouble shooting.